Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: during an operation on (B)(6) 2012, the staff in the operation room opened the bag of the sterilized product and discovered a white color residue adhered to the back end of the implant. As a result, the doctor did not insert it to the patient's body. The nurse working there noticed that before the insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Manufacturing documents were reviewed and no complaint related issues were found. The device was received and white colored areas can be observed at the pedicle screw head. The white particles present at the screw head of the uss-2-polyaxial pedicle screw were residues from the friction of the screw in the packaging. The microscopic assessment revealed white particles at the screw head, the particles were accumulated at the top of the screw head. The examination by scanning electron microscope (sem) revealed particles at the top of the screw head and fine particles of the entire screw head. The particles were accumulated at the rougher section of the screw, at the screw head. The x-ray spectroscopic investigations revealed the presence of carbon and oxygen in higher amounts compared to a reference area. Chlorine, potassium, calcium and sodium were also detected in less amounts. The present particles on the screw head were likely residues from the packaging. The fourier transform infrared spectroscopy (ftir) analysis of foreign particles revealed an identical spectrum compared to the packaging material (white paper with coated pet). The performed investigation could not detect any material faults.